Manufacturer narrative:
(B)(4). Approximate age of device ¿ 63 days.  The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient presented with a hemoglobin (hgb) of 5 g/dl and pump power elevations. There were no alarms reported for this event. The patient was diagnosed with gastrointestinal bleeding in that stomach, that was resolved via esophagogastroduodenoscopy (egd). The patient was not started on or treated with any type of medication or medical intervention for elevated pump power. The patient has stopped bleeding and the power elevations had resolved. The patient was to be discharged to inpatient rehabilitation. No additional information was provided.

Manufacturer narrative:
The pump remains in use supporting the patient. The report of elevations in pump power and flow can be confirmed based on the submitted system controller log file. A correlation between the device and the report of bleeding could not be conclusively determined. The submitted system controller log file contained approximately 17 days of data, spanning from (B)(6) 2017, which captured pi events and elevations in pump power and calculated flow. Pump power ranged from 4.6 watts to elevations as high as 10.0 watts, while flow ranged from 3.9 lpm to elevations as high as 12.0 lpm. Avg. Pi ranged from 3.6-7.7 with approximately 34 pi events occurring around the times of the power elevations. A specific cause for the changes in pump parameters cannot be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.